Event description:
It was stated that the customer was taken to the emergency room for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. The caller was unable to perform the leadscrew test during the phone call. The caller stated that the customer would be calling back when he gets home to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best or our knowledge.